Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that when delivering a bolus, an area of the pump touchscreen has an intermittently delayed response, at times requiring multiple presses to activate. There was no reported impact to customer's blood glucose level. Multiple attempts were made by tandem¿s technical support to obtain additional information and complete troubleshooting; however, a response was not received.